Event description:
The clinic mgr initially states that the cartridge "exploded and drained" while inserting in pen, no pt injury, got on hands of nurse. On (B)(6) 2012, the clinic mgr reports via phone that the device did not explode, the cartridge leaked and drained when the doctor, using this device for the first time, was loading the cartridge into the pen. There was no pt contact. The cryo liquid contacted the doctor's hands but there was no chemical burn or frostbite.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.